Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) actual longevity is <80% of 99.9% longevity limit. The device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data collected from the device revealed that the device reached elective replacement indicator (eri) on (B)(6) 2010.

Event description:
It was reported that the "device only lasted 4 years." The device is still in use. No patient complications were reported as a result of this event. The device was removed.

Event description:
It was reported that the "device only lasted 4 years." The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.